Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also correcting information submitted on the initial medwatch report. Device evaluation: the device was returned to zoll medical corporation; the malfunction was duplicated and attributed to the lithium battery on the system board. The device operator's guide instructs users to replace the lithium battery on the device every 5 years. This device is approximately 11 years old. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device was unable to power on. Complainant indicated that there was no patient involvement in the reported malfunction. Please reference medwatch report numbers 1220908-2018-00180, 1220908-2018-00185, 1220908-2018-00188, 1220908-2018-00109, and 1220908-2018-00138 for similar event reports from the same customer.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed an unknown error message and was unable to power on fully. Complainant indicated that there was no patient involvement in the reported malfunction. Please reference medwatch report numbers 1220908-2018-00180, 1220908-2018-00185, 1220908-2018-00188, 1220908-2018-00109, and 1220908-2018-00138 for similar event reports from the same customer.

Manufacturer narrative:
The customer was contacted for return of the suspect product. The product has not been returned to zoll for evaluation.